Manufacturer narrative:
(B)(4). The insulin pump was received with high stop current due to light moisture damage to lcd board. The pump passed self test, unexpected error test, rewind and displacement test. However, unit alarmed during basic occlusion test due to due to faulty force sensor system. Unable to perform occlusion test, prime test, excessive no delivery test or displacement accuracy test due to compromised force sensor system alarm. No damage to battery cap noted. Unit received with corroded home switch and corroded battery tube. The pump was received with cracked reservoir tube lip, cracked lcd window, cracked battery tube threads, cracked case at display window corners and minor scratches on lcd window. The drive support disk was inspected and no anomalies noted.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on : (B)(6) 2017 - 6pm with blood glucose of 696 mg/dl and insulin pump alarmed compromised force sensor system. Customer stated that they called a while back about the insulin pump eating batteries. They were replacing batteries every 3 days. They never called back and now the pump screen is freezing. Customer reported that they have contacted their healthcare provider regarding the high blood glucose. The customer experienced symptoms such as felt bad and vomiting. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer stated that insulin was squirting out during the manual prime process. Customer stated that she kept trying to manually prime and was having trouble moving out of the menu when she mentioned the pump was squirting insulin and she saw an compromised force sensor system. Customer is reporting the event and is unsure if the insulin pump has recently been dropped but there is a crack on the pump. Customer stated that the insulin pump is cracked at the corner of the lcd screen, around to the battery compartment. After being admitted to the hospital, the customer removed her infusion set and the cannula was bent. Customer reported that the infusion set cannula was bent and site location was right stomach. The insulin pump will be returned for analysis.